Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Based on the information provided, a definitive cause for the reported device entrapment could not be determined. Factors that may contribute to a device entrapment include but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported this was a arteriotomy procedure to treat the right common femoral artery with a proglide device after a neurointerventional procedure using a small-bore sheath. Reportedly, after retracting the foot, the proglide device was unable to be removed from the anatomy. Therefore, a surgical cutdown was performed to remove the proglide device. Hemostasis was achieved with a covered stent. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.